Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 109, 79 and 317 mg/dl and from results obtained of 286 and 429 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-120 mg/dl and expected pm fasting blood glucose test result 2 hours post lunch is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 218 mg/dl and 243 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/24/2024 and open vial date is (B)(6) 2023. The meter memory was reviewed for previous test result history (time not set): result 1: 109 mg/dl date: 03-09 time: 02:45 am fasting. Result 2: 79 mg/dl date: 03-09 time: 02:26 am fasting. Result 3: 317 mg/dl date: 03-09 time: 02:24 am fasting. Result 4: 286 mg/dl date: 03-08 time: 08:26 pm fasting. Result 5: 429 mg/dl date: 03-08 time: 04:28 pm fasting.

Manufacturer narrative:
Sections with additional information as of 28-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.